Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available.

Event description:
It was reported that the colonovideoscope had a scope error when plugged in, intermittently worked, and the screen blacked out. The event occurred during inspection for use. There were no reports of patient involvement.